Event description:
Customer reported that on (B)(6) 2012 at 11:25 pm while getting ready for bed she performed a test and received a reading of 141 mg/dl on her adc blood glucose meter, which was higher than she felt. She then compared this reading to another unspecified reading received from a different (unspecified) meter. Customer believed the results were "erratic", which caused her "to run into a wall". Customer self-presented to her healthcare provider (chiropractor) and was told her "back, shoulder and ribs were out". No further information was provided by the customer as she declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. (B)(4).

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (49356) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.